Event description:
It was reported that the customer's pump was suspending and they did not know why. Customer's blood glucose level was over 500 mg/dl. Customer's mother stated that the pump goes into suspend on its own. Customer does not wear the sensor and the pump is showing a closed circle. Customer's mother stated that the customer got the pump 2 weeks ago. Customer changed the set last night, and the dark circle went away after redoing the rewind process. Caller was advised that the carelink reports indicate the suspend was caused by the customer. Customer's mother reported that no one is pressing the buttons and the pump was doing it on its own. Customer's mother declined to have the pump replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.